Event description:
It was reported that the customer had high blood glucose levels of 527 mg/dl. The friend of the customer reported that the customer forgot to correct their blood glucose levels after eating. The friend of the customer wanted to do a correction but did not know how. The customer was advised contact the health care provider and treat per the health care provider's instructions. No additional information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.